Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what is the procedure date? Unknown. What date did the skin abscess occur on? After about 2 weeks. Do you have any pictures of the abscess? Yes. Was there any medical or surgical intervention performed to treat the skin abscess (re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Re-op, antibiotics etc what is the most current patient status? Left hospital. Can you identify the lot number of the product that was used? Discarded. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any medical or surgical interventions performed? Please describe how the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physicians opinion of the contributing factors to the reaction / infection? Was the site cultured? If so, what were the results? What is the current status of the patient? No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an total hip replacement on an unknown date and topical skin adhesive was used. Post operatively a skin abscess and dermatitis was noted. It was treated with unspecified re-op and antibiotics. Additional information has been requested.